Event description:
It was reported to olympus that the evis exera iii bronchovideoscope had the connecting tube leaking. There were no reports of patient or user harm associated with this event. The device evaluation at olympus found that the device had the image disappear due to damage of the charged coupled device. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found due to a pinhole on connecting tube the water tightness was lost, due to wear of the angle wire the play of the angulation lever was out of the standard value. Based on the results of the investigation, the root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Monitoring will be conducted using gsop-00033 global trending and analysis of complaint data sop. Olympus will continue to monitor field performance for this device.